Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred in the past. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support was unable to obtain any further information.